Event description:
Report received of a solution infusing at a rate that was slower than was expected. The pump was programmed to deliver 1000ml of prolastin at 550ml/hr on the primary line. There was no secondary infusion. Reportedly, 10-minutes after the solution was initiated, the patient notified the nurse that the solution was infusing at a slower rate than usual. The nurse removed the pump from clinical service. The solution was resumed with a replacement pump. The patient did not experience any adverse effects. Though requested, there was no further information available.